Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received a malfunction stopping all insulin delivery. Customer had elevated blood glucose levels (450 mg/dl), and moderate to large ketones. Customer delivered an injection and drank water to stabilize blood glucose levels. Customer indicated they have back up injections for continued insulin therapy.